Manufacturer narrative:
The event of high impedance was reported to abbott. The patient attempted to get an MRI; it was found during an impedance check that the entire lead was out. The rep was able to program with one lead. The patient has effective therapy. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000101330.

Event description:
It was reported that patient experienced ineffective therapy and was unable to set the system into MRI mode. System diagnostic recorded high impedances on one lead. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted to address the issue. Therapy was restored post-operatively.